Event description:
During an open rotator cuff repair two anchors broke at the eyelet during insertion. The broken portion of the anchors remain in the patient. No patient injury or complications resulted from this incident.